Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a power- unit powers off during use issue. The reporter alleged that meter ¿shows black screen and shuts off¿, but ¿only does this when the strip is inserted inside of meter¿. The reporter ¿is able to turn meter on with power button and go through normal setup¿. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.